Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 2.0mmx30mmx142cm nc quantum apex balloon catheter was advanced to dilate the lesion. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with blood in the balloon. Microscopic inspection revealed a tear in the balloon material, 7mm long. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed, chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 2.0mmx30mmx142cm nc quantum apex(tm) balloon catheter was advanced to dilate the lesion. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.